Event description:
It was reported that the lead measured varying p-wave values when the patient stood up and when she sat down. The signal amplitude ranged from 2.5 mv to less than 1 mv. The pacing lead impedance had consistently been around 450 ohms. Capture threshold had been approximately 0.75 v to 1.25 v.

Manufacturer narrative:
Na